Manufacturer narrative:
(B)(4). Surgical intervention in the form of a revision surgery. Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision surgery it was discovered that some of the locking caps of the expedium verse screws had become loose and that the rod was moving in the screw head. The screws were left in place, but the caps were exchanged to new ones.

Manufacturer narrative:
(B)(4). Visual examination of the returned device showed signs of operative use as evidenced by superficial markings, with threads and drive feature slightly worn. Rod striations were observed on the set screw suggesting that the set screw was seated and tightened properly. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the migration and loosening of the set screw cannot be determined. In general, patient factors that may affect the performance of the components include patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.